Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10i04027 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 5 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from the USA of non-compliance, poor technique and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that in (B)(6) 2011, the patient was non-compliant and had poor technique when performing pd therapy. On (B)(6) 2011, the patient experienced peritonitis and possible sepsis in which the patient was hospitalized. On an unknown date in 2011, the patient was given one dose of an unspecified antibiotic via ip (dose unknown). On an unknown date in 2011, the patient's pd catheter was removed and the patient was placed on hemodialysis. On an unreported date in 2011, unspecified antibiotics were given via IV (dose and frequency unknown). The patient was still in the hospital. It was not reported whether the event of peritonitis resolved. The patient's medical history and concomitant medications were not reported. According to the nurse, the event of peritonitis was not related to dianeal pd4 ultrabag therapy and was caused by the patient's poor technique and non-compliance. An opinion of causality was not reported for the events with regards to dianeal pd4 ultrabag therapy.